Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation sent device for upstream occlusion testing and the device passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition "will not detect an upstream occlusion" was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump would not detect an upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.